Event description:
Customer reported she was hospitalized. Blood glucose value at the time of admission was 401 mg/dl; current value was 141 mg/dl. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.